Event description:
Rec'd 06feb15,left hip; revision/metal on metal. Head and liner revised. Diagnosis for primary hip surgery: osteoarthritis. Update rec¿d 02/25/2015 - the patient's medical records were received. Medical records were reviewed for MDR reportability. According to the patient's medical records the patient was revised to address a failed hip secondary to the metal on metal bearing and increasing pain. The patient's preoperative workup was suspicious for metallosis, however it was never confirmed. Upon revision turbid colored fluid and corrosion on the neck trunnion and on the backside of the liner was found. At this time the patient's head, liner, and stem are being reported. The complaint was updated on: 03/04/2015.

Manufacturer narrative:
No device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary

Manufacturer narrative:
Additional narrative: this complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).